Event description:
It was reported by customer's mother that the insulin pump is alarming no delivery. Customer's blood glucose reading is 196 mg/dl. The customer will be taken to hospital to treat high blood glucose, all of the back up plan has been depleted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.